Event description:
The customer called to report that their pump does not beep. It was indicated that the customer ran a self test and the pump did not beep during tone test. At that time, the customer was advised that a replacement will be sent.